Event description:
Rayner intraocular lenses limited received notification from (B)(6) hospital (B)(6) of an incident that occurred during use of a c-flex aspheric 970c intraocular lens. The event description provided by the healthcare facility indicates that upon implantation of the lens the surgeon observed "severe marks" on the lens surface.

Manufacturer narrative:
The reference (B)(4) was allocated to this complaint by rayner intraocular lenses limited. Corrective action was taken by the healthcare facility in the initial surgery session. The c-flex aspheric 970c intraocular lens was removed and replaced with a back-up intraocular lens. The healthcare facility has confirmed that the implantation of the back-up lens proceeded without complication and that no further remedial action is required. Our review of production records for the c-flex aspheric 970c batch 061e23936 confirms that all manufacturing and quality checks were conducted with successful results. All lenses released from this batch were within tolerance and met specification criteria. Complaints since june 2011, the month of manufacture, were reviewed and we can confirm that no other complaints, of any type, have been received against the c-flex aspheric 970c batch 061e23936.